Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. The returned complaint device consisted of a rotablator rotalink plus device. The burr catheter was received separated from the advancer unit. The advancer, handshake connections, sheath and coil were microscopically and visually examined. The sheath is separated 134.1cm from the strain relief. The coil is stretched and separated 149.7 cm from the handshake connection. The detached burr was not returned for analysis. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr was stuck to the wire and the burr detached. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, the burr was blocked at the level of the calcified lesion and could not be removed. Subsequently, the motordrive was removed without the burr and the sheath frayed. The burr was able to be removed as it was crimped onto the guidewire. No further patient complications were reported.

Event description:
It was reported that the burr was stuck to the wire and the burr detached. A 1.25 mm rotalink plus and a rotawire were selected for use. During the procedure, the burr was blocked at the level of the calcified lesion and could not be removed. Subsequently, the motor drive was removed without the burr and the sheath frayed. The burr was able to be removed as it was crimped onto the guidewire. No further patient complications were reported.